Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The device user reported that after 2 weeks of the tracheostomy use, the device was removed for cleaning. During cleaning, the user reported that the inner cannula was found damaged at its tip. No adverse health effects were reported from event.

Manufacturer narrative:
The reported blu tracheostomy kit, uncuffed, 7.5mm was returned for investigation. The returned device was received in used conditions without its original packaging. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and the results showed the sample had a split in the tip of the inner cannula. An attempt to reproduce the failure split mode was conducted by crushing several times the inner cannula by hand; it was to reproduce the split in the inner cannula. Another attempt to reproduce the failure mode was conducted by pushing the inner cannula against a rigid surface; it was not possible to reproduce the failure mode. The complaint is confirmed.